Event description:
It was reported that a lead safety switch occurred on this right ventricular (rv) lead due to a single high out of range pacing impedance over 3000 ohms. A sam event was stored at this time. No capture was present in bipolar configuration at 7.5v. The pacemaker was programmed to bipolar sensing with unipolar pacing, and appropriate capture was observed. At this time, no further intervention is required; however, a possible lead revision is expected in the future. No adverse patient effects were reported.

Event description:
It was reported that a lead safety switch occurred on this right ventricular (rv) lead due to a single high out of range pacing impedance over 3000 ohms. A sam event was stored at this time. No capture was present in bipolar configuration at 7.5v. The pacemaker was programmed to bipolar sensing with unipolar pacing, and appropriate capture was observed. At this time, no further intervention is required; however, a possible lead revision is expected in the future. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.